Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the main tube broken in two locations in the middle and at the distal end. A piece measure approximately 0.194¿ x 1.115¿ was not returned with the instrument. The instrument was also found to have a broken grip cable and pitch cable at the distal end. The instrument was found to have a dislodged distal clevis that was not returned with the instrument. The broken distal end was not returned with the instrument and no photos were provided. Based on the customer complaint description, it is likely the proximal or distal clevis was dislodged from its normal position resulting in the instrument being "misaligned" and made it "impossible to remove it from the trocar". The typical root cause of a dislodged proximal clevis is attributed to mishandling/misuse; however, this cannot be confirmed as the distal end was not returned. No images or video were submitted for review. A review of the instrument log was performed. Per the review, the following was confirmed: the instrument was last used on 4/28/2022 on system sl0168. The instrument had six uses remaining after last use. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the cadiere forceps was misaligned from the rest of the clamp. The site had to take the instrument and the trocar out of the patient in order to cut the broken tip to free it from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the operation, the tip of the instrument became completely dislocated from the rest of the clamp. It was impossible to remove it from the trocar. We had to take the instrument and trocar out of the patient in order to cut the broken tip to free the trocar. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.